Event description:
An altitude alarm was reported. The customer's blood glucose level at the time of the event was not disclosed. The customer cleaned the pump's speaker holes and the cartridge was reloaded, and insulin delivery was resumed.